Event description:
It was reported on (B)(4) 2012, that the patient had a warming sensation on the lead body, like a hot metal rod through his body along the entire length of the extension. The sensation went from the abdomen through to the incision site on back. The first incident was reported (B)(6) 2012, where the session was reported to be approximately 5 hours long. The second incident was on (B)(6) 2012, and the session was about 2 hours long total. The implantable neurostimulator was off when charging, the patient used a belt with no protective material, and the patient did not lay down on the implantable neurostimulator (ins) as it was abdominal. The warming does not appear to be from the antenna and recharging specs indicated that max temperature was within specifications. No warming was at the ins site itself. Impedances were normal. No changes in therapy were reported and palpation of the ins does not illicit changes in stimulation. On (B)(6) 2012, it was reported that the cause of the event was battery site pain. No abnormal impedances were measured. The patient was a construction worker and machinery operator. When the patient sat too long at work he felt pain at the battery site. An ins revision was performed in (B)(6) 2011, during which the ins was moved to the abdominal site. No injury was noted. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type extension. (B)(4).